Event description:
During the procedure for kyphoplasty, the cement plugged up in the needle that was not placed in the patient. Another fracture kit was used and the procedure was then carried out successfully. There were no complications.